Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and liquid crystal display (lcd) panel, which resolved the reported issue.

Event description:
It was reported that during patient set-up, the ventilator had a blank display and missing segments. The patient was transferred to another ventilator without any reported patient harm.